Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported post procedure for an endoscopic vein harvesting, hemopro2 extension cable connector broke on the extension cable. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The product is not returning. A lot number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance

Event description:
The hospital reported post procedure for an endoscopic vein harvesting, hemopro2 extension cable connector broke on the extension cable. A replacement device was used to complete the procedure. The hospital did not report any patient effects.